Event description:
It was reported that cgm displayed an error message and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that error did not recur, and successfully started new sensor session, with no additional outcome details provided.